Manufacturer narrative:
(B)(4). Device evaluated by MFR.: unit returned in a generic plastic bag. The unit returned has coil unreveled. The device has the distal tip detached from the ballweld and it was returned, also it has the coil unraveled, the ballweld was returned and it has evidence of welding process. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 07-oct-2015. It was reported that the guide wire tip unraveled. Two 038/260/1 amplatz super stiff¿ guide wires were advanced to the lesion in unknown order. However, both guide wires became unraveled as they were being advanced. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine. However, returned device analysis revealed a core wire break.